Event description:
The patient had full revision surgery. A lead break was not visible in the operating room. The old lead was attached to a new generator and the patient still had high lead impedance therefore their lead and generator was replaced. The explanted lead is not being returned for analysis as it was discarded.

Event description:
It was reported by a vns treating physician that he had a patient with high lead impedance/ limit on system and normal mode diagnostics. The patient is being sent for a full revision surgery as soon as possible. There was no trauma to the neck or chest prior to their high impedance being attained. The patient did report painful stimulation and reported that in recent months she has felt some discomfort with the stimulation. It seems to be stronger than it was. (B)(4) attempts are underway to obtain further details.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a patient death or serious injury.